Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Per case details femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu) states: "federal law restricts this medical device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and / or interventional catheterization procedures and who has been trained by an authorized representative of abbott." It is unknown if the eifu violation contributed to the reported difficulties. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017- improper or incorrect procedure or method clarifier failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using a prostyle device after a neurosurgery interventional procedure using an 8f sheath. The physician was not trained. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.